Event description:
It was reported that this insertable cardiac monitor (icm) started to stick out of the patient's skin and oozing a couple months ago. The patient went to the doctor and the icm was explanted. No additional adverse patient effects were reported.